Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) was unable to auto fill and needs to be checked for fluid inside. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The unit had an internal blood intrusion, and to fix the issue the fse replaced the affected parts. The fse then performed a full calibration and check out, and returned to clinical usage. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11 corrected field: h3 (remove contents from device not eval provide code).